Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends. This document represents the initial and final report.

Event description:
Name of procedure being performed unknown. 4 incidents have been recorded as result of these events. When I spoke to surgeon this morning, he informed me that a small number of patients experienced post op bleeding which he thinks is due to voyant. He nor his team leader could provide me with specific dates of these incidences. Surgeon said that 3-4 patients had to be taken back to theatre to remove the haematoma. All these patients were ok. When I asked team leader about reporting these incidences as datix, he mentioned that the hospital usually do not logged these post op bleeding. Patient status: post. Operative bleeding. Patient is ok.